Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204as-90 was received for investigation. Visual inspection identified that the cutting tip had broken off of the returned flipcutter. The breakage site at the distal tip was noticeably warped. However, attempts at functional testing identified that the actuating mechanism still worked as intended. The observed condition is most likely the result of user applied forces, such as through prying/leveraging during use.

Event description:
It was reported that during a surgery after the flipcutter was deployed and milling began, the tip of the product broke into several pieces in the joint. It was reported that the surgeon removed as much of the debris in the joint as possible, but there are certainly micro-fragments of metal remaining inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.